Event description:
It was reported that intra-operation during total thyroidectomy and neck dissection, channel 1 was really noisy. The nim electrode check was performed, everything was green. The tube placement was confirmed with a gladescope. They did not verify the nerve response with the probe because the surgeon did not want to create nerve fatigue. A monopolar cutting pencil was in use during the procedure but it was not used while stimulus was being delivered for monitoring. The tone did not sound while using electrocautery devices as the muting probe was installed. They ended up using the hilger facial nerve stimulator to complete the procedure. There was a procedure delay. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that as there was only one console at the site, they were unable to test the patient interface with another console. There was no fault identified with the nim patient interface.